Manufacturer narrative:
The reported event was inconclusive, as the device was not returned for evaluation. However, a potential root cause for this failure mode could be bad fit with shaft/no drainage eye/ poorly seated balloon /bladder neck interface. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews.

Event description:
It was reported that the foley leaked around the meatus. No medical intervention was reported.